Event description:
It was reported that during a cholecystectomy procedure, the clip ejected inside the abdominal cavity at the first firing. The clip was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.